Manufacturer narrative:
Pump received with a constant e22 alarm followed by a32 alarm, problem isolated to the mb. Unable to verify a47 alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to constant e22 alarm followed by a32 alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the displayable history crc check failed on startup. The customer's blood glucose level was 200 mg/dl. The device will be returned for analysis.